Manufacturer narrative:
(B)(4) it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. (B)(4) the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpacking of the multi-link 8, the stent implant was noted to be dislodged from the balloon. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.